Event description:
Caller reports that during a correlation study, the following coaguchek s system/laboratory results were obtained. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 847a, expiration date 08/31/2010). Reference medwatch report with patient identifier (B) (4) for the suspect device used in system 2.